Manufacturer narrative:
Article citation: k. Riecke, c. Van aken, v. M¿ller, b. Et. Al. Diagnosis and treatment of breast implant -associated anaplastic lymphoma (bia-alcl) - a case report. Geburtshilfe frauenheilkd 2020; 80(06): e56. The events of lymphoma - alcl, lymphadenopathy, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymph node biopsy showed evidence of cd30-positive, alk-negative breast implant-associated anaplastic large cell t-cell lymphoma (bia-alcl); swelling of the lymph nodes; seroma of 1 cm around the right implant.

Event description:
Through journal article "diagnosis and treatment of breast implant -associated anaplastic lymphoma (bia-alcl) - a case report," authors report a (B)(6)-year-old patient with textured silicone implants who presented with swelling of the lymph nodes on the right axillary; external breast diagnostics were unremarkable. CT scan of the neck / thorax and abdomen was only carried out 6 months after onset, showing axillary and infraclavicular lymphadenopathy, and seroma of 1 cm around the right implant. Cd30-positive, alk-negative histopathological markers have been reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.